Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 5084 (an unknown system error) occurred on a homechoice (hc) device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1999. The device was returned to baxter and an evaluation was completed. A review of the event log could not identify the reported problem. A visual inspection and functional tests were performed with no issues noted. A simulated therapy was performed successfully. A device history record and service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.